Event description:
It was reported that approximately one year and three months post port placement procedure via the right internal jugular vein, the catheter allegedly broken and separated. It was further reported that the distal catheter segment and the port body were removed. Reportedly anti-cancer drug was leaked near the port body and the catheter migrated inside the patient. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter in three segments were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete compound break was noted on the distal end of the catheter segment and proximal end of the distal catheter segment. However, striations were noted on the break surfaces. The investigation is confirmed for the reported fracture, material separation, fluid leak and the identified wear and deformation issues, as a complete diagonal break was noted on the distal end of the attached catheter and proximal end of the catheter segment. The surface of the complete diagonal break on the distal end of the attached catheter was noted to be finely granular and glossy. A split was also noted on a border of the surface. The surface of the complete diagonal break on the proximal end of the catheter segment was noted to be granular. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and three months post port placement procedure via the right internal jugular vein, the patient experienced discomfort and pain near the port body, x-ray examination revealed that the, catheter was allegedly broken and separated. It was further reported that the distal catheter segment and the port body were removed. Reportedly anti-cancer drug leaked near the port body and the catheter migrated inside the patient. The current status of the patient is unknown.